Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the client reports that the balloon burst inside the patient abdomen. No patient injury was reported. No additional information available at this time.